Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the ventilator at the manufacturer's service center, a failure of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. The device has been evaluated but not yet repaired.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was defective and was replaced to address the issue. Further evaluation of the device found "service required" codes in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.